Manufacturer narrative:
Diaphragm at the back of the bellows was replaced to fix the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the auto leak test did not pass. The leak rate is greater than 9 liters. The mechanical ventilation was not available. It was not able to pressurize the system. The diaphragm on the pp-off valve is not positioned properly and the cover is not tightened correctly.